Manufacturer narrative:
D2b - pro code (product code): fge, lit e1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 65mm in length and extended from a position 63mm proximal of distal markerband to 1mm distal of the distal markerband. The investigator was unable to inflate the balloon due to the longitudinal tear in the balloon material. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 20nov2025. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 12.0 x 80, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon could not be dilated when it reached the lesion. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a longitudinal tear.